Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing. No unexpected pump error 68/49/23 alarms noted during testing. Pump error 4 alarms noted during testing, problem isolated to electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple insulin pump errors and had blank display. The customer¿s blood glucose level was 4.8 mmol/l. The customer also reported that the insulin pump received a low battery alert. Customer states the display was not blank less than 30 seconds. Customer states the contacts on the battery cap are not damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Insert battery alarm did not display on the insulin pump screen. The customer reported that the display did return after insulin pump restart. The customer declined troubleshooting for insulin pump errors. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.